Event description:
On 8/19/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced three high blood glucose (bg) events since april 2024 that resulted in diabetic ketoacidosis (dka) and hospitalization. The exact event dates were not reported; however, the most recent event occurred around 8/19/24. On (B)(6) 2024, the user's healthcare provider (hcp) reported to the cds that the user had been admitted to the hospital three times for diabetic ketoacidosis (dka) since starting on the ilet in (B)(6) 2024. The issues included lapses of signal from the dexcom g7 continuous glucose monitor (cgm), running out of dexcom g7 cgm sensors, and malfunctioning infusion sets. The user had two cgm failures and did not receive replacements despite confirmation from dexcom. Unable to refill due to insurance issues, the user ran out of sensors but now has them. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The patient recently had another dka admission, attributed to a lapsed dexcom cgm order and missed manual bg entries prompted by the ilet due to falling asleep

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event could not be found on 2024-08-19. No cgm glucose values above 250mg/dl were found. Data with similar details was instead found from (B)(6) 2024. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to available cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended within the limits of bg-run mode. This hyperglycemic event was caused by the user failing to restore cgm glucose readings or enter fingerstick bg values during bg-run mode, resulting in suspension